Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. (B)(4).

Event description:
The customer received a program safety alarm while trying to change settings on the insulin pump. The customer stated the alarm occurred right after a battery change and after pressing act while a bolus was delivering. The customer's blood glucose was 96 mg/dl. She was advised to discontinue use of the pump and revert to a back-up treatment plan. Nothing further was reported.